Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic endometriosis and rectosigmoidectomy procedure, when the shutter button was pressed, and the firing was started the load did not progress. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.